Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose readings of 115 mg/dl and 174 mg/dl on the reported meter within 20 minutes. The patient experienced no symptoms or medical attention. The patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient experienced no symptoms and he denied seeking medical attention. However, as the test results fell outside expected values for precision testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.